Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Batch # unk. No lot or batch number was provided; therefore, a device history could not be done. The following information was requested, but unavailable: what was the product code of the powered echelon device that was being used in the case? What color cartridge reload was being used? What was the product code of the cartridge reload? When the device was stuck on tissue and the manual override was not successful in returning the knife to the home position, how was the device removed? Did the device deliver any staples? If the device stapled, was the staple line complete? If the device stapled, were the staples formed properly? Was the cut line complete? Was buttressing material being used? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a sleeve gastrectomy with the powered endocutter and the knife blade wouldn't retract after the tissue was cut. The doctor attempted to use the manual override to retract the blade but the blade wouldn't retract and the jaws wouldn't open. It was not reported how the endocutter was removed from the patient.